Manufacturer narrative:
(B)(4): additional information. The sample was received for evaluation on (B)(4) 2011. An actual sample was submitted for evaluation. A visual inspection of the sample confirmed the reported condition of a broken luer tip. A batch review could not be performed as the lot number was not provided by the customer. Although the reported condition was confirmed, the root cause of this condition could not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a 60" high flow rate extension set in which "the luer tip broke off when disconnected." No patient involvement or adverse event is reported and there was no patient injury or medical intervention associated with this event. No additional information is available.